Event description:
Please refer importer report#: (B)(4).

Manufacturer narrative:
Gmk primary fixed pe tibial insert size 3, 17 mm: code 02.07.0317sf/ lot# 111418 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.